Event description:
Healthcare professional reported a right side rupture. Device status is unknown.

Manufacturer narrative:
Additional phone number: (B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed openings striated on anterior side assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on (B)(6) 2023. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell.